Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a hms plus instrument, it was reported that the system is failing the red and blue cartridges. The instrument was used to complete the procedure. There was no adverse patient effect associated with this event. Service spoke with the customer, they were able to get the quality controls to pass and all is working fine as of now. Customer will be running qcs on monday, and if any issues arise, they will contact medtronic. No further action required. Medtronic received additional information that liquid qc¿s were not passing.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that this issue occurred during qc testing, and not while on a patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.